Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 04/17/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation, manufacturer initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Manufacturer also observed customers humidifier heater plate did heat. High pitch blower whine observed. Manufacturer observed the following sound abatement degraded foam indications: black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, sound abatement foam appeared moist and did not rebound when pressed, large piece of sound abatement foam separated from the main formation. Manufacturer was able to confirm the presence of degraded sound abatement foam. There was no error code found. During the evaluation, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, unknown sticky substance on blower motor seal, ui (user interface) knob broken, high pitch blower whine, dust-like contamination inside humidifier. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. There was no error code found. Manufacturer observed sound abatement foam degradation in the following areas. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. A black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Sound abatement foam appeared moist and did not rebound when pressed. Large piece of sound abatement foam separated from the main formation. Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings - manufacturer observed the following from an external and internal inspection: ui (user interface) knob broken. High pitch blower whine observed. The air outlet port had dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Unknown sticky substance on blower motor seal. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil observed the following from an internal and external inspection of humidifier included flip lid seal had dust-like contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. White dust-like contamination on the dry box seals. White dust-like contamination in the water tank. Unknown dark residue inside water tank. Unknown white fibrous material in lower base. Possible cobwebs. Tan dust-like contamination in the iso port (international organization of standardization.). The contamination found in the humidifier enclosure is considered not to be in the airpath. The source of contamination was most likely external to the device. In box d: device serviced by 3rd party, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.